Event description:
It was reported that an ilet user experienced intermittent insulin delivery issues attributed to perceived tubing ¿clogs,¿ with no occlusion alerts, and later disclosed reusing cartridges and disconnecting the tubing from the connect adaptor without performing the required full fill tubing and fill cannula steps, resulting in insulin leakage and dosing into the tubing rather than into the body. Symptoms included transient hyperglycemia with a reported peak of 263 mg/dl and elevated glucose above 180 mg/dl for approximately two hours, without ketone testing, backup therapy, medical intervention, alerts for sustained severe hyperglycemia, or need for assistance. Outcomes included no injury, no hospitalization, and no long-term impact. Investigation included troubleshooting and user education on proper supply change procedure and infusion set handling, with review of user practices and a photo of the tubing that was difficult to assess. Investigation of this case revealed improper infusion set management and cartridge reuse, and an infusion set connector not attached or primed correctly, which led to underdelivery due to unprimed or open tubing and leakage; the pump hardware and alerts were not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user technique and handling error related to infusion set connection and failure to complete priming steps.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.